Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) contacted the customer over-the-phone to address the reported event. Prior to the call, the customer had rebooted the instrument and reported that the unit was working properly. There were no further dropped tips reported upon followup. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2017 through aware date (B)(4) 2018. There were no similar complaints found. The aia-2000 operator's manual under appendix 4 - error messages states the following: [2207] no tip acquired by sorter. Cause : no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the 2207 no tip acquired by sorter error messages could not be duplicated. The error resolved after the instrument was rebooted.

Event description:
A customer reported error 2207 no tip acquired by sorter with the aia-2000st instrument. There were still cups left in the tray but the cups were in the back of the tray. The customer put on a new tray and the error cleared. The customer was concerned about alignment issues. They were running the two-step assays when the error occurred. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), follicle-stimulating hormone (fsh), and luteinizing hormone (lhii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.